Event description:
It was reported, the gastrointestinal videoscope had foreign material, that exited from the air water channel. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over thirteen (13) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not confirm the adhesion of foreign material. The type of the material or root cause cannot be identified. There was a possibility that the foreign material could not be removed since it could not be properly reprocessed due to a leakage from the biopsy channel. The instrument channel tube had a leakage. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that prevention method in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.